Manufacturer narrative:
(B)(4). Concomitant medical products- femur cemented posterior stabilized (ps) standard left size 7, catalog # 42500606201, lot # 63581105, tibia cemented 5 degree stemmed left size g, catalog # 42532007901, lot # 63609763, all-poly patella cemented 32 mm diameter. Catalog # 42540200032, lot # 63550406, palacos r 1x40 single, catalog # 00111214001, lot # 86224593. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Location of device is unknown.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient's bearing was revised due to pain and decreased range of motion. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Revision of operative notes confirms that the patient has left incision and drainage and a poly exchange. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.